Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon burst during deployment. Bav was performed without issues. The 23mm sapien 3 valve was prepped with 1cc extra added to the balloon (total of 18cc). The delivery system balloon burst during full inflation. The s3 valve landed 70:30 aortic/ventricular position (as intended) with no pvl and no central leak. As a precaution, the physicians decided to post dilate the valve to make sure that it had been fully expanded. While pulling out the delivery system, the ruptured balloon bunched up and got caught inside the 14fr esheath. The devices were removed as a unit with no consequence to the patient. Once the devices were outside of the patient, a piece of the balloon broke off due to the physician's manipulation of the device.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system and sheath were returned to edwards lifesciences for evaluation. The following was observed upon visual inspection: a broken piece of balloon was returned separately. Engineering was unable to determine if the balloon first tore longitudinally or radially due to the condition of the returned balloon. All balloon pieces were accounted for on the returned device. The spring under the inflation balloon was stretched. No damage observed on sheath tip; liner is intact; no scratches observed. No other visual abnormalities were observed. Commander balloon single or double wall thickness measurements were unable to be obtained due to the condition of the balloon (severely wrinkled inflation balloon). No non-conformances in balloon wall thickness are suspected because balloon wall thickness is 100% inspected during the manufacturing process. The reported balloon burst and delivery system ¿ withdrawal difficulty through sheath were confirmed based upon the visual inspection of the returned device (torn balloon pieces). Due to the returned condition of the device, dimensional inspection and functional testing were unable to be performed and no manufacturing non- conformities were able to be identified during the engineering evaluation. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the balloon burst. Case notes indicate that the patient has mild native annular calcification. Based on available information from the complaint history review, the suspected root cause is likely due to patient factors (calcification). In addition, it was reported that the 23mm sapien 3 valve was prepped with 1 cc extra added to the balloon (total of 18cc). This over-inflation could lead to an enlarged balloon profile, potentially bursting a balloon. However, there is no other information in the description of the complaint or documented in the engineering evaluation that indicates that any other procedural factors such as damage prior to inflation contributed to the event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The events were confirmed, however, no manufacturing issues were conclusively identified in the returned product during engineering evaluation. While a definitive root cause was unable to be determined, available information indicates that the patient anatomy (mild native annular calcification) and procedural factors (prepping the delivery system with 1cc extra) may have contributed to the balloon burst, which may have caused the withdrawal difficulty through the sheath. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the may 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.